Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, " improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. " this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09024 / 09025).

Event description:
It was reported that patient underwent a wrist tendon repair procedure on (B)(6) 2014. During the procedure, the plastic sheath would not retract on two of the suture anchors. The procedure was completed with three additional suture anchors.